Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the burn/heat damage, which was observed during evaluation and is considered confirmed. Evaluation found heat damage on the backflex causing a component to become dislodged from it. The rear case was replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.